Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
Health effect impact code: f26. Component code: g01003. D8: was this device serviced by a third party?: no. The complaint evaluation included a review of data and information provided by the customer, search for similar complaints text, ticket trending review, labeling review, device history record review and field data review. The ticket search by architect total b-hcg reagent lot number 19507ui00 indicates that the reagent lot performs as expected for this product. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Historical performance in the field of reagent lots using world wide data through abbottlink was evaluated. The patient median results for lots 19507ui00 was analyzed and found to be within established baselines and confirms no systemic issues for these lots. A review of the manufacturing documentation for the likely cause did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect total b-hcg reagent lot number 19507ui00.

Manufacturer narrative:
Patient information, patient identifier = sid= (B)(6) and sid (B)(6) , sid (B)(6) , sid (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect total b-hcg result on one (B)(6) year old female patient. The results provided were: on (B)(6) 2021 sid 202104585986 initial b-hcg=220.31 miu/ml (>or=25.00 miu/ml=positive)/ not consistent with patient medical history, repeated on (B)(6) 2021 same specimen three times sid 9001=<1.2 miu/ml (< or =5.00 miu/ml=negative) sid 9002=<1.2 miu/ml, sid 9003=<1.2 miu/ml there was no reported impact to patient management.